Event description:
It was reported that there was image loss of 1 minute during procedure. Please note that the procedure was completed successfully.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see comm log), and indicates: problem description: console is shutting down/ not responding when unattended for any period of time. Diagnosis: hub console inspected and functionally tested as per qip. Software upgrade required. Console intermittently fails to boot up. Console will need to be sent overseas for further assessment and repair. Repair details: device has been fully inspected, functionally tested and returned to manufacturing specifications by replacing all worn parts and repairing in accordance with stryker protocols. Probable root cause: sdc application, software, sdc motherboard, fpga temperature sensors/measurement, cables and connectors, power supply, fuse, use error. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was image loss of 1 minute during procedure. Please note that the procedure was completed successfully.